Event description:
During the initial reporting it was reported by the sales rep that the bur guard split apart and burnt the pt's lip. During a follow up report by the customer, it was reported that during a wisdom tooth removal, after they had completed one tooth, they had just started on the second tooth when the bur guard split apart and caused a burn to the pt's right lower lip. The burn was described as being approximately the size of a fingertip and appeared to be superficial. The burn was treated with an antibiotic ointment in the office and the pt was supplied with a sample of the same ointment to continue to apply while at home. During a follow up visit, it was noted the burn was healing well.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the eval, the tech observed visual evidence that the bur guard had melted. Based on this visual examination, it was evident the customer did not follow the proper set up instruction specified in the IFU.